Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic pleuroscopy, while being applied at the middle tissue, none of the clips were able to be loaded properly into the jaws and there were issues with firing the clips. The clip applier was replaced to complete the case. There was no patient injury.